Event description:
It was reported an unspecified cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Reportedly, the customer continued using the pump for insulin therapy.